Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient was admitted to the hospital for diabetic ketoacidosis. The patient's blood glucose exceeded 1,000 mg/dl. The patient had no delivery alarms every day for the past week, and he was not treated via manual insulin injection. The display was blank when he woke up, and the blank display was resolved with a battery change. No further details were provided regarding the hospitalization. The insulin pump was not returned for analysis.